Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure resistance was met when attempting to cross a previously placed stent proximal to the lesion site, contrary to instructions for use. The delivery system would not cross, and upon removal, the stent separated and became entrapped in the proximal stent. The stent was eventually retracted which resulted in the removal of the separated stent and the explantation of the proximal stent. Two stents from another company were used to treat the proximal and mid lesions. Reportedly no patient injury occurred.